Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-sep-05. Regarding the type of imaging used to see the catheter tip, the rep reported a c-arm was used, but noted the catheter tip was hard to see. It was unknown what caused the inability to see the catheter tip. Regarding the cause of the inability to draw back (aspirate), it was unknown. However, the rep stated they could only assume the catheter tip was not in the intrathecal space. The patient's weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 475 mcg/day via an implantable pump for stiff man¿s syndrome and intractable spasticity. It was reported the patient was in for a pump replacement on (B)(6) 2018, and the catheter was not functioning. More specifically, the surgeon tried to draw back and was unable to do so; it was hard to see where the catheter tip was. The surgeon tied off the old catheter. They did not have any issues with discrepancies previously. The issue was diagnosed via revision. The catheter was replaced with an 8780 on (B)(6) 2018. It was noted that the patient's new pump delivered gablofen 2000 mcg/ml at 199.8 mcg/day. There were no reported symptoms. No further complications were reported.